Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation. Clinical review of all information currently available to the manufacturer has concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in aseptic technique or biofilm on the peritoneal dialysis catheter.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient had presented to the clinic on (B)(6) 2016 with cloudy effluent. The patient's peritoneal dialysis effluent was cultured and confirmed to be positive for staphylococcus epidermidis. The patient was treated with vancomycin through the intraperitoneal route, at 1 gram every 5 days for 21 days. The patient did not experience any symptoms or complications and has remained asymptomatic.